Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had button error alarm and when customer was putting a new battery it was showing battery out limit. Customer reported they were unable to clear the alarm. Customer reported that insulin pump had frozen display and insulin pump screen was not completely blank and customer was inserting a new battery then the screen was not blank after inserting new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response due to corroded keypad traces noted. Unable to verify battery power loss or frozen screen due to keypads not responsive.